Event description:
Device 2 of 2. Reference MFR report #: 1627487-2011-05392. The pt received his scs system (for off-label use) on (B)(6) 2011 including an ipg and two percutaneous leads (from the same lot). The pt's ipg is located in his left calf. Both leads run down the side of his leg and on the inside of the knee. He has experienced swelling and muscle tightness around the calf since the permanent implant procedure. The pt's dr recommended that he raise his leg and ice it down. He was also advised to wear compression socks and keep his legs elevated. He followed the dr's order, but it has not resolved the issue. The pt met with an sjm rep and was able to receive stimulation in the painful areas. On (B)(6) 2011, the pt spoke with a sjm rep and stated he was not getting enough pain relief. The swelling remains on-going. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.